Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. The patient underwent non-invasive programmed stimulation (nips) testing and a 41 joule shock was delivered and returned an impedance measurement of 48 joules. The patient's crt-d was then changed and several shock impedances were measured and they were all within normal limits. No adverse patient effects were reported. This rv lead remains in-service.